Event description:
Boston scientific received information that during a remote interrogation, this implantable cardioverter defibrillator (ICD) exhibited a code 1003. The patient presented to the hospital for a device check, which confirmed the presence of the low voltage fault. A copy of the device data was saved to a disk and submitted to technical services for review. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
Engineering review of the device data confirmed a low-voltage fault (code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 3.022 volts, confirming therapy delivery was unaffected. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time, so there was sufficient reserve for the device to maintain normal therapy functions for approximately 28 days. Technical service's recommendation for device replacement was confirmed by engineering's review of the device memory. The device was later explanted and replaced, and is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).